Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. Symptoms reported include an allergic reaction to the pod's adhesive, irritation, pus, hyperglycemia (blood glucose levels were >500 mg/dl) and high ketones. The patient had a telehealth appointment with a medical professional and was diagnosed with methicillin-resistant staphylococcus aureus (mrsa). The patient advised to clean site, changed pod to another site and was prescribed ceflex.